Event description:
The customer reported that the device is not infusing properly. No adverse reactions were reported during the use of the device. The device and power cord were received. The evaluation verified the reported issue of not infusing properly. The device flowrate was re-calibrated to resolve the issue. After repair, the device was found to meet specification.